Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. The patient was sitting in a chair at the time of the shock. Also, the smartpass feature has programmed itself off due to the low intrinsic amplitudes. The shock occurred while the device sensing vector was programmed to the primary sensing vector. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.